Event description:
The lay patient's mother, contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the error 2 message. The patient is a child with diabetes since may 2005 and no other health problems. His usual daily insulin regimen; novorapid insulin 8 units and insulatard 17 units around 7:15 am. Novorapid insulin 5 units and levemir 5 units around 7:15 pm. The levemir and insulatard insulin are not adjusted based on patient's meter results. The novorapid insulin is adjusted plus or minus 1 unit if the patient's blood glucose result is higher or lower than usual. The mother said the patient's novorapid insulin is rarley adjusted. On the morning of april 11, 2006, the meter gave the error 2 message; no blood glucose result was obtaned. The patient took his usual am insulin and ate breakfast. The patient began to feeling badly at school around 10:00 am. He had a headache, "tummy ache", pale skin, and was "intensely tired". The school called the mother who took the patient to the hospital. She did not test with the reported meter due to the previous error message. They arrived at the ER at about 11:00am where a result equivalent to 40 mg/dl was obtained on an ER device. The patient was given sugar with water. About 20 minutes later, a result of >200 mg/dl was obtained on the ER meter. At about 12:30 pm the patient had symptoms with stomachache again. A blood glucose result of around 40 mg/dl was obtained on the ER meter. A medical professional gave the patient a full meal to eat. Following the meal, a result of 200 mg/dl was obtained and the patient was released to home. The customer service agent (csa) walked a medical professional through setting the meter time. The csa noted that the meter turned on correctly. No error2 message was noted. The meter, test strips, and control solution were replaced the complaint is reported because the patient was unable to obtain a meter result and subsequently experienced symptomatic hypoglycemia requiring medical treatment.